Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a red tint in the image was noted on the surgeon side console (ssc) viewer. Technical support engineer (tse) helped the customer perform a hard power cycle on the system and replaced the endoscope with no success. The customer converted to another ssc to resolve the reported issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the procedure was completed robotically using the second ssc with no injury to the patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the personality module surgeon console (pmsc) board to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the pmsc board involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm/replicate the reported complaint because the board could not be detected by the test system.